Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the customer experienced a loss of power for approximately one minute during facilities management's monthly emergency test. Following the outage, at 4:16am on may 5th, 2023 six (6) pcu's were noted to have had a system error with error code 121.2000. Following a phone call with the customer it was further reported that customer site was completing their monthly generator testing when allegedly the generator test resulted in a one minute power loss across the hospital at 4:19 am . The hospital administrator on-call began receiving multiple calls stating any pcu that was plugged in and running at that time allegedly had a system error. Per reports, in order to clear the system error clinicians shut down the device, removed and reattach all the channels then power the device back on. Customer biomed was able to sequester six (6) devices and all reported error code 121.2000 around 4:19 am. Biomed also noted the devices sequestered were plugged into the red power outlets. No patient harm has been reported.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer experienced a loss of power for approximately one minute during facilities management's monthly emergency test. Following the outage, at 4:16am on (B)(6) 2023 six (6) pcu's were noted to have had a system error with error code 121.2000. Following a phone call with the customer it was further reported that customer site was completing their monthly generator testing when allegedly the generator test resulted in a one minute power loss across the hospital at 4:19 am . The hospital administrator on-call began receiving multiple calls stating any pcu that was plugged in and running at that time allegedly had a system error. Per reports, in order to clear the system error clinicians shut down the device, removed and reattach all the channels then power the device back on. Customer biomed was able to sequester six (6) devices and all reported error code 121.2000 around 4:19 am. Biomed also noted the devices sequestered were plugged into the red power outlets. No patient harm has been reported.